Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor electrode fractured while in the body. The customer's blood glucose level was unknown. The customer was advised to see a doctor. No further details were provided.